Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the equipment. The central processing unit was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported that the unit had a system reset error during preventative maintenance. The unit had to be restarted to regain ventilation functionality. There is no report of patient involvement.